Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, detailed mechanical and electrical testing was performed on the device. The device functioned normally throughout testing. Laboratory analysis determined that this device experienced normal battery depletion; however, the estimated longevity remaining value appeared to decrease more quickly than expected between routine follow-ups. Factors influencing the estimated longevity remaining calculation include pacing rate, amplitude, pulse-width and lead impedance. Any (even slight) changes in these factors will impact the battery consumption calculation and therefore the remaining longevity estimate. Please note that, despite the drop in estimated longevity remaining, the actual battery condition did not change significantly between follow-ups. In summary, it was determined that this device experienced normal battery depletion, but declared ert earlier than previously estimated.

Event description:
Boston scientific received information that via telephone monitoring this device magnet rate was at 85 bpm. The patient was last seen 3 months ago and it was at 100 bpm and indicated 1.5 years remaining. Boston scientific technical services (ts) was consulted and stated that a magnet rate of 85 is elective replacement time (ert). And it was declared for an increase in pacing percentages which used more battery. The device should be changed out within 90 days of declaring ert. The concern was that the patient will not have insurance until mid next year and wanted to wait to due a device replacement procedure until then. Ts suggested some programming changes that might help increase the longevity. The device remains implanted. To date, no adverse patient effects have been reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.